Event description:
It was reported by the parent that the patient¿s blood glucose rose above 400 mg/dl while wearing the pod between approximately 4 and 24 hours of use. Due to persistent hyperglycaemia, the pod was removed, at which time the customer observed the presence of insulin on the patient¿s leg, suggesting leakage at the infusion site, along with a small amount of bleeding. The reporter confirmed that the cannula had been properly inserted, the adhesive was secure, and site rotation practices were followed. A new pod was successfully applied, and insulin delivery was resumed. Device evaluation identified a tear in the cannula.

Manufacturer narrative:
The pod was received in a deployed state as the pink slide insert was in the top housing window. Corrosion was observed inside the device. Fluid was unable to travel the complete fluid path due to a tear in the unexposed soft cannula which resulted in a leak. The observed corrosion aligned with the location of the tear indicating that the unexposed soft cannula tear was the leak source which resulted in the fluid ingress and corrosion observed inside the device. It cannot be conclusively determined that the internal soft cannula damage contributed to the leaking during wear allegation. Therefore, the cause of the reported leaking during wear event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone15.2. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.